Event description:
Philips received a complaint from customer biomed reporting no o2 inlet pressure on the v60 ventilator after replacement of the gas delivery system (gds). The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed error codes 1106 (machine pressure sensor calibration data error); 1107 (proximal pressure sensor calibration error); 110c (machine pressure sensor range error); 1113 (barometer calibration data error). All codes indicate a problem with the data acquisition (da) printed circuit board assembly (pcba). The rse confirmed with the be all connections were seated properly. The rse concluded the likely cause was the gds was defoa (defective on arrival). The investigation is ongoing.

Manufacturer narrative:
The customer confirmed error codes were 1106; 1107; 100c; 1113. However, error code 100c could not be confirmed as being a valid code in the v60 service manual. The unit was repaired by replacing the defective on arrival (defoa) gas delivery system (gds). The gds was originally replaced to correct the issue causing the failing test 7 (mar 17) during preventive maintenance. The da board was not necessary. The device successfully passed performance specification testing after the repair was completed and was returned to service.